Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was experiencing a leak. The device was filled with desferrioxamine and wpi. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from september 19, 2014 to september 24, 2014. The device was received for evaluation. Visual inspection noted fluid inside of the plastic bag that contained the unit due to a cracked red luer cap (non-baxter cap). A functional test was performed in which the unit was refilled, the blue winged luer cap (baxter product) was hand tightened, and the unit was observed for leakage until the following day. No signs of a leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to a non-conforming product was not verified. Should additional relevant information become available, a supplemental report will be submitted.